Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 16-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods after the insertion of the implants') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2020, the patient experienced procedural pain ("removed, pain for 2 days due to the operation"), 12 years 7 months after insertion of essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria hospitalization and intervention required), headache ("headache"), arthralgia ("joint, hip pain"), neck pain ("neck pain"), pain in extremity ("leg pain"), vision blurred ("blurred vision"), bladder disorder ("bladder problems"), abdominal distension ("abdominal swelling"), disturbance in attention ("attention problems"), feeling abnormal ("feeling of being in a fog"), insomnia ("insomnia"), speech disorder ("speech difficulties"), jaw disorder ("jaw problems"), tooth disorder ("dental problems"), menopausal symptoms ("menopause at 45 years old"), depression ("depression"), anxiety ("flushes of anxiety"), dry skin ("skin dryness"), emotional disorder ("heightened emotionality") and fatigue ("daily fatigue; the impression of getting up exhausted") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia, headache, arthralgia, neck pain, pain in extremity, vision blurred, bladder disorder, abdominal distension, weight increased, disturbance in attention, insomnia, speech disorder, jaw disorder, tooth disorder, menopausal symptoms, anxiety, dry skin, emotional disorder and fatigue outcome was unknown, the feeling abnormal and depression was resolving and the procedural pain had not resolved. The reporter provided no causality assessment for abdominal distension, anxiety, arthralgia, bladder disorder, depression, disturbance in attention, dry skin, emotional disorder, fatigue, feeling abnormal, headache, insomnia, jaw disorder, menopausal symptoms, menorrhagia, neck pain, pain in extremity, procedural pain, speech disorder, tooth disorder, vision blurred and weight increased with essure. The reporter commented: current status: essure removed, pain for 2 days due to the operation but already a feeling of seeing the light once again and lifting the veil. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 16-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods after the insertion of the implants') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2020, the patient experienced procedural pain ("removed, pain for 2 days due to the operation"), 12 years 7 months after insertion of essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria hospitalization and intervention required), headache ("headache"), arthralgia ("joint, hip pain"), neck pain ("neck pain"), pain in extremity ("leg pain"), vision blurred ("blurred vision"), bladder disorder ("bladder problems"), abdominal distension ("abdominal swelling"), disturbance in attention ("attention problems"), feeling abnormal ("feeling of being in a fog"), insomnia ("insomnia"), speech disorder ("speech difficulties"), jaw disorder ("jaw problems"), tooth disorder ("dental problems"), menopause ("menopause at (B)(6)"), depression ("depression"), anxiety ("flushes of anxiety"), dry skin ("skin dryness"), emotional disorder ("heightened emotionality;") and fatigue ("daily fatigue; the impression of getting up exhausted") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia, headache, arthralgia, neck pain, pain in extremity, vision blurred, bladder disorder, abdominal distension, weight increased, disturbance in attention, insomnia, speech disorder, jaw disorder, tooth disorder, menopause, anxiety, dry skin, emotional disorder and fatigue outcome was unknown, the feeling abnormal and depression was resolving and the procedural pain had not resolved. The reporter provided no causality assessment for abdominal distension, anxiety, arthralgia, bladder disorder, depression, disturbance in attention, dry skin, emotional disorder, fatigue, feeling abnormal, headache, insomnia, jaw disorder, menopause, menorrhagia, neck pain, pain in extremity, procedural pain, speech disorder, tooth disorder, vision blurred and weight increased with essure. The reporter commented: current status: essure removed, pain for 2 days due to the operation but already a feeling of seeing the light once again and lifting the veil based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.